Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was not returned. Only the handle was returned and it had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands prematurely deployed cannot be confirmed as this problem can only be seen during the procedure. Upon analysis of the returned component, it was found that only the handle was returned and it had marks of the trip wire indicating that it was secured. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure to treat bleeding esophageal varices performed on (B)(6) 2024. During the procedure, the first band was deployed. However, when the second band was attempted to be deployed, the remaining bands were also deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure to treat bleeding esophageal varices performed on (B)(6) 2024. During the procedure, the first band was deployed. However, when the second band was attempted to be deployed, the remaining bands were also deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.